Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gastric sleeve. Event description: this cer is being created for the 2nd event from (B)(4). The trocar was being used as a camera port and the cannula broke in half during use. The fracture was described as a clean break. The surgeon is a bariatric surgeon and the trocar is breaking about 3-4 cm from the distal tip when moving the scope between 2 different ports. All the pieces were retrieved from the patient. Patient status: no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fragmented cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.